Manufacturer narrative:
(B)(4). An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an ventricular fibrillation (vf) and received appropriate therapy. However, the electrogram of the episode showed post shock pacing but it did not appear as expected. Boston scientific technical services (ts) was contacted and discussed that due to the patient's low r-wave amplitude, the device changed from post shock pacing to the programmed template. It was discussed that this was normal product function. No additional adverse patient effects were reported. Several weeks later, the patient received two inappropriate shocks while jogging. A review of the episodes revealed that the patient was in sinus tachycardia at a rate of 150 bpm. There were decreased r-waves that caused t-wave oversensing which resulted in the inappropriate therapy. The device was programmed in the secondary vector. Further review of the electrograms showed changes in the patient's morphology in both the alternate and secondary sensing vectors. The alternate vector was selected as it provided the best sensing. The changes in morphology are being further investigated by the physician. This patient has brugada syndrome and has been recently started on quinidine. No additional adverse patient effects were reported. The s-ICD remains implanted and in service currently.

Manufacturer narrative:
(B)(4). The patient was brought back in for additional exercise testing. On the treadmill, the patient was able to get their heart rate up to approximately 180 bpm. The alternate vector demonstrated appropriate sensing while oversensing was noted in the other two vectors. The vector was left programmed to the alternate vector. The patient has not experienced any further inappropriate shocks. No adverse patient effects were reported. The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.